Event description:
Prior to a lap colon procedure, 2 instruments broke before surgery began. No function after half an hour, display shows instrument error. Took new instrument to complete procedure. No further info is available. No pt consequences.